Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel (device #1). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventralex on (B)(6) 2007 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient sustained injuries on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d.6a, d.6b, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol mesh - composix kugel (device 1). An additional supplemental emdr was submitted to represent the bard/davol mesh - ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and ventralex on (B)(6) 2007 and/or (B)(6)2010. As reported, the patient is making a claim for an adverse patient outcome against the both devices. It is alleged that the patient sustained injuries on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 ¿ patient was diagnosed with recurrent incisional hernia; adhesion thereby underwent laparoscopic repair with the implant of composix kugel mesh (device 1). Per op notes, ¿ascites was aspirated from abdomen. Dense abdominal adhesions were present in the midline at the previous repair site. The previously placed synthetic mesh was noted to be intact and there was no evidence of any recurrence in the upper abdomen. At the lower margin, there was recurrence in the suprapubic region. An composix kugel mesh (device 1) was placed into abdomen and secured using staples.¿ on (B)(6) 2009 ¿ patient was diagnosed with recurrent incisional hernia in lower abdomen, adhesion thereby underwent laparoscopic repair. Per op notes, ¿the adhesions found to be the cause of the pain were taken down. The previous two mesh repairs had overlapping pieces of mesh. One of the pieces (device 1) had pulled away and was involved with some adhesions. The mesh (device 1) was retacked with stapler.¿ on (B)(6) 2010 ¿ patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device 2). Per op notes, ¿some of the ascites was aspirated. Adhesions present in the midline at the previously implanted mesh. At superior margin of the mesh, the defect was noted. A ventralex mesh (device 2) was placed into the abdomen and overlapped the defects using staples.¿ on (B)(6) 2011 ¿ patient was diagnosed with recurrent lower abdominal hernia, adhesion thereby underwent laparoscopic repair with the removal of meshes (device 1, 2). Per op notes, ¿lap band was explanted. A lower abdomen recurrent hernia was noted. The previously placed mesh (device 1) in the lower abdomen was balled up and pushing through the incision and into the hernia sac was explanted. Another piece of mesh superior to previous mesh (device 2) was pushed side was also removed.¿